Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During inspection, the unit was found to be unable to power on using battery or ac power. When ac power was connected the ac power indicator did not illuminate. Internal inspection indicated the power supply on the system board is not outputting dc power to the device resulting in the device not powering on when ac power is connected and the battery not charging when ac power is connected. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that this device shuts itself off after some time of being powered on. No consequences or impact to patient was reported.